Event description:
The customer reported via phone call that a button error alarm occurred during normal use. Customer's blood glucose was 301 mg/dl. The customer was advised the insulin pump needed to be replaced. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received no button response due to flattened act button dome switch. No button error alarm. The insulin pump was received with minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.